Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient was hospitalized due to chest pain. Six days after the successful completion of the procedure the patient presented to the emergency room with chest pain. The underwent an EKG, a CT scan and x-ray imaging before being admitted to the hospital. A pulmonary embolus and stemi were ruled out. Myocardial infarction or pulmonary embolism were suspected but neither was confirmed but they were given aspirin and losartan daily. The patient was discharged from the hospital after three days and the complication is considered resolved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.